Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure, the doctor used the device, but the staples did not form properly. No medical intervention or reintubation/recannulation required. Operative time was extended over 30 minutes because they had to replace the stapler. There was no additional bleeding, and no tissue trauma and/or damage. The equipment was tested prior to use. The pt is fine now.